Event description:
The patient reported experiencing blood glucose levels greater than 500 mg/dl. The patient reported being on the pump for one week and was in contact with the health care provider regarding adjustments to the insulin regimen. The patient reported disconnecting from the pump in favor of injections at this time. The pump was unable to be reviewed at that time; multiple attempts were made to contact the patient to troubleshoot the pump but were unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the health care provider was actively making adjustments to the pump settings. Some variation in blood glucose levels is expected as the insulin regimen is adjusted. No conclusions can be made at this time.